Manufacturer narrative:
Event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2020-49377. It was reported patient suffered fall. X-rays indicated that the leads had migrated. As a result, patient underwent surgical intervention wherein the leads were explained and replaced with a penta lead. Reportedly effective therapy was restored.